Event description:
Pt participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was spondylolisthesis, degenerative. Pt was implanted with a tplif spacer at level l5s1, with pedical screws at l5 and s1. Pt was also implanted with a click-x for supplemental fixation. Pt had been experiencing pain for 276 months. Surgery date was (B)(6) 2005, and postoperatively pt developed pseudomeningocele, requiring observation. This is 1 of 8 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number was not provide or identified; therefore, a device history record review could not be performed. The device associated with this report was not returned; therefore, an evaluation could not be performed.